Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis. The cause of peritonitis was break in aseptic technique, further described as not cleaning the area before starting therapy. The hp was treated with injection (inj) reflin (1gm in night bag, ip) and inj fortum (1gm in night bag). The outcome for this event is unknown.